Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture with elevated right ventricular pacing threshold was observed. The patient is pacemaker dependent and has experienced syncope with injury. The pace/sense portion of the lead was capped, with a previously capped pacemaker lead being re-used for sensing and pacing. The defibrillation portion of the lead was re-used.